Event description:
It was reported that boston scientific technical services (ts) received a call from the patient about receiving multiple shocks that day, asking for a review of the data. Ts found they had ventricular tachycardia (vt) with four anti-tachycardia pacing episodes and six delivered shocks. Therapy exhausted with the arrhythmia continuing, then spontaneously converting. The device and leads remain in service. No adverse patient effects were reported.